Event description:
The patient reported the vgo device "came off" and she could not immediately replace the vgo and she experienced hyperglycemia, length of time the vgo was off and the exact bg value was unknown by the patient. Patient did not report any symptoms from the hyperglycemia.